Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of battery low alarm. The root cause was determined to be a defective main battery. The main battery was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported by the baxter service technician that a flo-gard infusion pump experienced a low battery alarm during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.